Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored signal artifact monitor (sam) episodes and non-sustained ventricular tachycardia (nsvt) episodes containing oversensed noise consistent with electromagnetic interference (emi) from an ablation procedure. Technical services (ts) discussed troubleshooting options, noting that programmer interrogation was required to re-enable the minute ventilation (mv) sensor. This crt-p remains in service. No adverse patient effects were reported.